Manufacturer narrative:
A ge service representative performed an onsite investigation. The power cord was evaluated and repaired. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported an un-commanded system shutdown resulting in a loss of system functionality. There is no report of pt injury or death associated with this event.